Event description:
I have had numerous problems with hollister colostomy products failing. The convex system with o rings has fallen apart numerous times leading to fecal matter allover. I have documented the dates. When I tried reporting to hollister they said they would look into it but never got back to me. I have pictures. It is disgusting and a terrible mess and I will not use hollister products again.